Event description:
It was reported the patient experienced overstimulation with her scs system and subsequently stopped using it. The patient does not desire reprogramming but wants the scs system removed. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.